Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The threads on the impactor are damaged; shell trial and pinnacle cup would not engage.

Manufacturer narrative:
Examination of the returned instrument confirmed the distal tip is pulled out from the shaft of the impactor. Based on the failure noted and previous evaluations, including evaluations by the depuy (B)(4) team, the root cause is attributed to being repeatedly loaded in rotating bending fatigue beyond the material limit. No evidence of manufacturing or material defects has been observed that could contribute to the failure of these components. Based on the performed investigation, corrective action is not indicated at this time. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.